Event description:
Reported the pt received more medication than intended. No specific pt info, pump programming, or event details were provided.

Manufacturer narrative:
The device passed testing, including delivery accuracy testing.